Event description:
After an implantation duration of approx. 31 months it was reported that the lead was explanted due to pacing impedance values >3000 ohms as well as loss of stimulation and sensing.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis of the lead found that the insulation of the lead body had been massively damaged by squashing about 37 cm distal of the is4 connector pin. In this area, the lead body was severely damaged by deformation. The helix was fractured at this site. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, deformations of the coil and cuts in the insulation were detected, which are most likely a result of the explantation. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.